Manufacturer narrative:
The cello balloon guide catheter was returned for analysis and found that the proximal end of the balloon was found to be torn. The distal end of the balloon was found to be still attached to the catheter. No issues were found with the main lumen or balloon lumen hubs. No kinks or bends were found with the catheter body. No other anomalies were observed. The device evaluation is still in progress. Upon completion of evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the cello balloon guide catheter's hub cracked during insertion of the valve. The detachable inflation port was not used. The cello hub was damaged and was not able to be connected. This event occurred during the preparation for a stroke case. No patient injury was reported as a result of the event. Based on the returned device evaluation found that the proximal end of the balloon was found to be torn.

Manufacturer narrative:
The cello balloon guide catheter (model: 1610080; lot: 5700085) was returned for analysis within a shipping box; within an opened outer cello balloon guide catheter carton; within an opened cello balloon guide catheter pouch and within the cello protective tubing. The total length of the catheter was measured to be ~103.5cm. The useable length of the catheter was measured to be ~95.0cm. The detachable inflation port was found to be still attached. The rhv valve was found to still be attached to the main hub lumen. No issues were found with the main lumen or balloon lumen hubs. No kinks or bends were found with the catheter body. A minimal amount of what appeared to be blood was observed on the distal tip od (outer diameter). The proximal end of the balloon was found to be torn. The distal end of the balloon was found to be still attached to the catheter. No other anomalies were observed. Per fuji investigation report, "we observed the balloon side of the lure lock connection part of returned devices and no abnormality was found. (Photo 1 and 2) balloon injection port attached to the hub (balloon side) was not returned for the lot 5600453. We observed the balloon part of the lot 5700085 and we found it was ruptured. If information is provided in the future, a supplemental report will be issued.